Event description:
It was reported that on (B)(6) 2020, the patient was admitted for persistent ventricular arrhythmia which required direct current cardioversion/defibrillation. The patient was discharged on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported ventricular arrhythmia as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. It was reported that on (B)(6) 2020 the patient was readmitted for persisting ventricular arrhythmia which needed direct current cardioversion or defibrillation and was discharged on (B)(6) 2021. The patient had symptoms of palpitations and ill feeling. The patient had no sustained arrhythmia. The ventricular assist device (vad) speed was decreased following the ventricular arrhythmia. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The heartmate ii lvas instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's symptoms included palpitation and ill feeling.